Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed where the lead was explanted and the device was left in service. No additional adverse patient effects were reported.

Event description:
Additional information was received from the hospital that at the time of the lead revision, a fracture on the left ventricular (lv) lead was suspected but not able to be confirmed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). Boston scientific received information that the complete lead was returned. Visual analysis found that the conductor coils were fractured at 442 millimeters (mm) from the terminal pin, the polyurethane insulation was bent at 435 and 442 mm from the terminal pin and puckered from 420 to 430 mm from the terminal pin. The inner insulation was worn at 435 and 442 mm. There was also melted insulation as a result of electrocautery analysis determined that the location of the fracture was consistent with a fatigue fracture near the suture sleeve tie down area. Analysis confirmed the field allegation.